Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: no conclusion is yet available; investigation is currently in-process.

Event description:
On (B)(6) 2018, customer reported getting 111 temp limit over, 102 pres limit over and 150 grad sensor error on the g8 instrument. Customer noted changed the column, filter, reagents, and performed drain flush and the errors persisted. On (B)(6) 2018, field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Manufacturer evaluation: a review of the device history record (DHR) was conducted for serial number 14917901 which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. Manufacturer narrative the analyzer was installed at the customer's facility on 22 aug 2017. A 13-month complaint history review and service history review for serial number 14917901 through the aware date for similar complaints was performed. There were no similar complaints identified during the searched period. Field service engineer (fse) was dispatched to the customer's facility to address the complaint. Fse confirmed the temperature errors and noticed the no temperature reading was on display and the column oven to be hot in temperature. Fse replaced the temperature sensor, checked the wiring and observed a middle pin on the connector to temperature sensor was out of placement. Fse replaced the pin, applied silicone on temp sensor, applied triflow on y and z axis rods and screw drive. Fse then ran quality controls (qc) and the results were within established range. No further errors and the analyzer is functioning as intended. No further action required from field service. The most probable cause was due to defective temp sensor and loose pin connector. In the g8 operator's manual, 111 temp limit over is temperature abnormality was detected. The countermeasure is to inspect temperature control. Main power must be shut off then turned on again to re-start operations. 102 is pres limit over and the pump pressure abnormality was detected. The countermeasure is to inspect for clogging at filter. Main power must be shut off then turned on again to re-start operations. 150 grad sensor error is the grad sensor on the pump malfunctioned. The countermeasure is to check the grad sensor. Corrected data describe event or problem and device evaluation by manufacturer additional manufacturer narrative of the initial report, the fse dispatched date stated 06-feb-2018 and 22-feb-2018. The corrected date is 23-jan-2018. 510k stated k071132. The corrected 510k number is k131580.